Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Manufacturer narrative:
The device logs were downloaded and analyzed by manufacturer. The phenomeenon was attributed to the nameserver process in the central station. When a central station client update occurs, this can cause in rare cases a memory corruption. Subsequently, this memory corruption can manifest itself on the next iteration of data updates, causing a restart of the application. The issue is isolated, and worldwide draeger has identified 3 similar complaints. The application restart needs about 30 sec and thereafter monitoring continues as before. For the 30 sec of restart monitoring is continued via the m300. Due to loss of connection to the ics the individual monitors raise the sound volume. Pt alarms will be given by the m300 during this time. Additionally, m300 will alarm for "not being monitored."

Event description:
It was reported that while actively monitoring pts, both of these ics central stations rebooted to the screen with the picture of the nurses at the same time. The users reported that no actions were being taken on either ics at the time of the reboot. The ics have both remained in use with no further problems reported to date. There were no pt injuries reported associated with this event. A draeger service technician was dispatched to collect logs from the ics. (B)(4).